Manufacturer narrative:
Other applicable components are: product ID: 37791, lot# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had discomfort in their hip where the ins was located. The patient stated that they just came from their primary care healthcare provider who told them that they were certain the pain was originating from the ins area. It was reported that no traumas or falls were related to this issue. It was confirmed that the therapy was helping the patient. It was recommended that the patient consult their stimulator hcp regarding their symptoms. It was reported that the event occurred in (B)(6) 2017. No further complications were reported/anticipated. Information was received from the manufacturing representative (rep) regarding the patient. It was reported that the patient is able to turn on and feel stimulation. However, the rep stated that the patient is having difficulty recharging the ins. It was noted that x-rays were taken of the ins in order to determine if it had flipped. The rep noted that the ins was initially implanted in the posterior hip/buttock region. They provided the x-ray images, which were taken supine, slightly oblique. They stated that the patient has been having inflammation and discomfort at their pocket site along with recharging issues over the last 2 months. Patient services reviewed from the images that the ins does not appear flipped if it was indeed implanted in the right buttock/hip area. The rep indicated that it takes the patient a half hour or hour to connect with the ins, and they cannot obtain more than 2 coupling bars. They stated that prior to this issue, the ins was charging normally. It was mentioned that the patient was concerned they might have additional issues with their hip and was examined by their physician, at which time the physician speculated that the ins was causing irritation and inflammation. The rep ordered a replacement recharging antenna through repair to see if that would help with the recharging issues. Additional information received from the healthcare provider indicated that the cause of the patient¿s discomfort and pain in their hip has not been determined. The device is to be interrogated. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the implant was set too deep which made it very difficult to get a full charge. They said a rechargeable battery pack had not been working out well. On (B)(6) 2017 an implant was put in a better location and has a charge "full time." They said it was too soon to tell if their discomfort and pain had resolved.